Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced abdominal pain lower (serious criteria medically significant and clinically significant/intervention required), fatigue ("fatigue"), back pain ("back pain"), dysmenorrhoea ("painful menstruation"), menorrhagia ("heavy menstruation"), weight increased ("weight gain"), abdominal distension ("bloating") and headache ("headache"). The patient was treated with surgery (total hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2015). Essure was withdrawn. At the time of the report, the abdominal pain lower, fatigue, back pain, dysmenorrhoea, menorrhagia, weight increased, abdominal distension and headache outcome was unknown. The reporter considered abdominal pain lower, fatigue, back pain, dysmenorrhoea, menorrhagia, weight increased, abdominal distension and headache to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe cramping (seen as abdominal cramping). A total hysterectomy and bilateral salpingo-oophorectomy was performed. The event is anticipated according to the reference safety information for essure. Abdominal pain/cramping may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping") in an adult female patient who had essure (batch no. 717632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included estrogen nos (estrogen) since june 2015 and ibuprofen (motrin) since june 2013. In (B)(6) 2010, the patient experienced fatigue ("fatigue"), headache ("headache"), migraine ("migraines"), rash ("rashes on arms & legs") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("heavy menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("painful menstruation / dysmenorrhea"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("back pain"), weight increased ("weight gain") and abdominal distension ("bloating"). The patient was treated with surgery (total hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, back pain, abdominal distension, headache and pelvic pain outcome was unknown, the fatigue, weight increased and migraine was resolving and the dysmenorrhoea, menorrhagia, vaginal haemorrhage, rash and dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping") in an adult female patient who had essure (batch no. 717632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included estrogen nos (estrogen) since (B)(6) 2015 and ibuprofen (motrin) since (B)(6) 2013. In (B)(6) 2010, the patient experienced fatigue ("fatigue"), headache ("headache"), migraine ("migraines"), rash ("rashes on arms & legs") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("heavy menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("painful menstruation / dysmenorrhea"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("back pain"), weight increased ("weight gain") and abdominal distension ("bloating"). The patient was treated with surgery (total hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, back pain, abdominal distension, headache and pelvic pain outcome was unknown, the fatigue, weight increased and migraine was resolving and the dysmenorrhoea, menorrhagia, vaginal haemorrhage, rash and dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 6-mar-2018: pfs received - new events "abnormal bleeding (vaginal), migraines, pain, rashes on arms & legs, dyspareunia (painful sexual intercourse)" were added. Lot number was added. Lab data was added. New reporter were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 30-jan-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe cramping (seen as abdominal cramping). A total hysterectomy and bilateral salpingo-oophorectomy was performed. The event is anticipated according to the reference safety information for essure. Abdominal pain/cramping may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.